Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the battery not holding a charge was not determined. The recharging procedure was reviewed with the patient. The issue had not been resolved, but the patient is scheduled to be seen on (B)(6) 2018 at the physician's office. This information was confirmed with the physician. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient's battery is not holding a charge. No trouble shooting has been done at this time, but the patient has an appointment to meet with the rep on (B)(6) 2018. No further complications were reported. No patient symptoms were reported.